Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm ce aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 19 years due to calcification. The patient presented with heart failure. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Event description:
It was reported that a patient with a 21mm edwards surgical aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to calcification. The patient presented with heart failure. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.